Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter read inaccurately high compared to a lab device. This complaint was classified based on additional information obtained by the medical surveillance specialist (mss) during a follow-up call with the patient on (B)(6) 2014. The patient reported that on two different occasions, she was told that the subject meter read approximately 20-21% higher than a laboratory device. The patient did not recall the dates the meter to lab comparisons were performed and did not recall results obtained with the subject meter or on the lab for one of the comparisons. On one of the occasions the meter to lab comparison was performed, the patient informed the mss that while hospitalized (being observed for heart condition) they tested her blood glucose with the subject meter and obtained a result of ¿42 mg/dl¿. The patient stated that her blood was drawn at the same time and sent to the lab. The lab result came back at ¿20 mg/dl¿. Based on statistical methodology, the calculated difference of these glucose results exceeds lfs¿ accuracy criteria. The patient informed the mss that she was informed of the lab result on the following day. In response to the low reading obtained with the subject meter, the patient stated she was treated with a glucagon injection. During the follow-up call, the patient informed the mss that she suffers from multiple health conditions and subsequently is ¿in and out¿ of the hospital frequently. The patient also mentioned that she frequently suffers severe unexplained high and low blood glucose levels. The patient is on insulin pump therapy and mentioned that at the time of the hospitalization she was disconnected from her pump and her blood glucose was being monitored by the hospital staff. The patient did not know what may have caused or contributed to her low blood glucose excursion. It is also not known when she had last tested with the subject meter prior to obtaining result of ¿42 mg/dl¿. At the time of troubleshooting, the patient was unable to perform a control solution test on the subject meter and test strips. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused and/or contributed to the patient¿s low blood glucose excursion. The patient¿s treatment correlated with the result obtained with the subject meter. However, this complaint is being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria.